Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient weight information.

Event description:
It was reported that during a trial implant physician was not able to access the epidural space. As a result, the trial was abandoned.